Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. Based on available information and without the device to analyze, a definitive cause for the reported gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted without issues. To further reduce mr, an additional clip was inserted; however, the physician noted that the grippers did not lower. It was noted that the physician pulled the gripper lever beyond the blue line. Troubleshooting was performed, but the grippers were unable to be lowered. Therefore, the clip delivery system (cds) was removed and replaced. An additional mitraclip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.